Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The insulin pump passed the self test. The insulin pump was monitored and no solid black icon, suspending anomaly or constant tone anomaly was noted during testing.

Event description:
The customer reported that his insulin pump was suspending, was sounding a constant beep, and the buttons were not responding. The customer's blood glucose was 115 mg/dl. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.